Manufacturer narrative:
Date rec¿d by MFR: 07may2019, date of report: 05jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer confirmed that the proximal line and the machine tubes were connected correctly. The fse recommended that the customer run performance verification testing to further troubleshoot the issue. The customer reported that the issue had been resolved; however, the repair action was not provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer confirmed that the proximal line and the machine tubes were connected correctly. The fse recommended that the customer run performance verification testing to further troubleshoot the issue. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator declared an error pressure regulation high. The device was in use at the time of the event; however, there was no patient harm. Event date not specified: estimate used.